Event description:
Pump failure during emergency CABG surgery. This pump failed in exactly the same way 2 days prior to this failure. Because of this failure, the pt did not receive the nitroglycerine required. Pump turned into biomed dept of hosp.